Event description:
A customer reported receiving an unspecified high scan on the abbott diabetes care (adc) device compared to an unknown result from a competitor brand meter. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). As a result, they self-administered an insulin injection (dose/type unspecified) and subsequently went into hypoglycemia. The client lost consciousness and was taken to the hospital, where they were given unspecified treatment by a healthcare professional. There was no report of death, serious injury, or mistreatment associated with this event. Reportedly, a sensor scan of 10.50 mmol/l was compared to a competitor brand meter result of 2.00 mmol/l. The length of sensor wear was 12 days. When the provided results were plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. However, it is unknown when these readings were obtained in relation to the reported medical event.

Manufacturer narrative:
The reported product is not expected to be returned as the customer declined to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving an unspecified high scan on the abbott diabetes care (adc) device compared to an unknown result from a competitor brand meter. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). As a result, they self-administered an insulin injection (dose/type unspecified) and subsequently went into hypoglycemia. The client lost consciousness and was taken to the hospital, where they were given unspecified treatment by a healthcare professional. There was no report of death, serious injury, or mistreatment associated with this event. Reportedly, a sensor scan of 10.50 mmol/l was compared to a competitor brand meter result of 2.00 mmol/l. The length of sensor wear was 12 days. When the provided results were plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. However, it is unknown when these readings were obtained in relation to the reported medical event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The available tracking and trending reports were conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. The reported product is not expected to be returned as the customer indicated product could not be returned due to [add details from complaint here]. Therefore, no further investigation is planned. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.